Event description:
It was reported that the right ventricular lead had a fracture, impedance of 2224 ohms and oversensing as evidenced by a high short ventricular/ ventricular count. The lead was capped and a new lead was placed without difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: the leads that were partially removed due to a system upgrade. The proximal segment of the leads were returned, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.